Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up and down keypad buttons were intermittently unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2014 with the following findings: the ok and contrast button was intermittently unresponsive to testing. The rubber keypad was removed and contamination underneath the up, down, and contrast button contacts was observed. The ok button contact was observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.